Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) for right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information received, there has been intermittent noise on this ra lead that was oversensed resulting in atrial tachy response (atr) episodes. The clinic elected to turn off the ra lead as this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this product remains in service. According to additional information, there was an alert on this ICD for the right ventricular (rv) lead shock lead impedance (sli) measurement being out-of-range. Technical services (ts) examined device data and found that measurements were up to 126 ohms. Ts discussed troubleshooting and further monitoring with health care professional (hcp). No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) for right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) for right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this ICD remains in service.